Manufacturer narrative:
The device was discarded and could not be evaluated. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
A tcar procedure was performed. Reverse flow was achieved and a stent was placed. On (B)(6) 2019, physician discovered an "access site dissection". On (B)(6) 2019, physician placed a stent over the dissection. The dissection was below the original lesion (access area) in the left common carotid artery.